Event description:
Additional information was received and indicated that the patient's device had migrated to skin level. The physician stated, he was concerned that the patient's body was rejecting the device. The patient stated that she was allergic to some metals, but was not sure if she was allergic to titanium. Additional information has been requested, but was not available as of the date of this report. 2012-06-11. (B)(4). Pt reports that her first device six months after her ins was implanted, it migrated to her skin. The pt did work with dr. (B)(6). Dr. (B)(6) did a revision to push the device back down. The pt states that a week after the revision, the device was back to the level of her skin. The pt was told by dr. (B)(6) that he would re-do the surgery but now dr. (B)(6) is leaving the clinic. Dr. (B)(6) said, he would try using a mesh and that they were afraid her body was rejecting the device.. When did the event or symptoms occur? Following an implant. What is the patient location? Home. What is the patient's status? The pt said that she is allergic to some metals. She was not sure if she was allergic to titanium. The pt is concerned that no one at dr. (B)(6) clinic will follow up with her. (B)(4).

Event description:
Follow up reported the patient was scheduled to have a revision and that the patient had canceled their previously scheduled appointment. Further follow up the revision went 'fine.' The physician moved the pocket to hopefully make it more comfortable.

Event description:
Additional information received reported that the patient had surgery to move the implantable neurostimulator (ins) to their lower back near their spine due to the device surfacing to the skin in the hip area. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3487a-56, lot# v664309, implanted: 2011 (B)(6), explanted: na. Lead: model 3487a-56, lot# v644486, implanted: 2011 (B)(6), explanted: na. Lead: model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Extension: model 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
The ins started to stick out of the skin after implant. She had a revision surgery for the pocket area two weeks ago. Since the revision surgery the ins has begun to stick out again. She has experienced pain at the implant site and shocking while recharging. Additional information has been requested.

Event description:
Additional information was received and indicated that the patient's device had migrated to skin level. The physician stated he was concerned that the patient'es body was rejecting the device. The patient stated that she was allergic to some metals, but was not sure if she was allergic to titanium. Additional information has been requested, but was not available as of the date of this report. Additional information received reported that a week after the patient had a revision surgery for her implantable neurostimulator (ins); it began to "resurface" again. It was stated that the physician decided to wait a month before he would revise the pocket again. It was stated that since it began getting colder, the protrusion from the ins was worsening. The left tip of the device could be seen through the skin. It was reported that the more the patient charges her device the worse the protrusion becomes. It was noted that stimulation has been off for a month, but the patient has kept the ins charged. It was reported that the patient was unable to get an appointment with her physician. Three days later it was reported that the patient contacted doctors in her area but none of them would do surgery for her. It was reported that the patient was not utilizing her device because every time she recharged it, it caused her pain and "became worse and worse." Later that day, it was reported that the patient was going to meet with a medtronic representative. Further information has been requested but was not available at the time of this report. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
.